Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose over 500 mg/dl and she did not receive any alerts because the sensor was reading in the low 200 mg/dl range. Customer stated she may have eaten too much and was not checking the readings. The customer declined troubleshooting for high blood glucose as she had changed the set and treated with a bolus. Customer mentioned that she had been having low blood glucose and the doctor recently changed the insulin pump settings to control that. The insulin pump was not replaced.